Event description:
It was reported that at 70, 067 joules while using the surgical fiber during a prostate procedure, the excessive firberlife activity message was received and the system continued to revert to standby mode after the fiber tip had been cleaned. The procedure was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
The component codes refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap; char and detritus on the metal cap was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.